Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. After opening of the housing, visual inspection of the electronics shows damage that is typical for humidity ingress. Other damages found during investigation are most likely related to the explanation surgery. Despite requested no further information has been received from the field. This is a combined initial and final report.

Event description:
The explanted device was received at headquarters. Additional information has been requested from the field but the clinic has not responded to their request for additional information.